Manufacturer narrative:
The battery was replaced to address the battery charger fault alarms. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that sf133 was due to contamination while battery charger fault alarms were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference (B)(4).

Event description:
During resmed evaluation of an astral device, review of the device date logs revealed battery charger fault alarms and an error message (sf133) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.